Event description:
The user facility reported the employee is fine and has no sustaining injuries.

Event description:
At the completion of the steam sterilizer cycle, the operator opened the unit. Some steam was discharged, but the operator did not wait for all of the steam to discharge. While reaching into the unit, operator came into contact with the remaining steam and received burns to the head and face.

Manufacturer narrative:
A steris service technician visited the hospital to investigate this incident. The technician determined that the operator did not follow the safety instructions which warn of the burn hazard and direct operators to step back from the sterilizer to minimize contact with the steam vapor when opening the unit.